Event description:
The device was used during a laparoscopic hernia repair. Reportedly, the cartridge disengaged into the pt's cavity. The surgeon applied another device and was able to retrieve the component and complete the procedure. The hosp has reported no pt injury occurred.